Manufacturer narrative:
A stryker service representative evaluated the customer's device and verified the reported issue. After replacing the main keypad assembly, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio control to report that the on/off button of their device did not function properly. In this state, the device may not power on to provide defibrillation therapy, if it were necessary. There was no patient use associated with the reported event